Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on an unspecified date, the patient was admitted into the hospital for hemolysis. On (B)(6) 2016, the CT scan of the patient¿s head revealed that the patient had a debilitating hemorrhagic stroke. The patient was sent to hospice and passed away on (B)(6) 2016 due to an acute cerebellar hemorrhage.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemolysis and hemorrhagic stroke could not be conclusively determined. Hemolysis, bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.